Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on an unknown date, a dynamic locking screw (dls) screw migrated intra-operatively. After the migration it was discovered that the plate had broken. The dls screw was removed and broke during removal. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: this is the date that it was noticed that although the part was referenced in the initial report, it was not specified that the report pertains to the screw that migrated. Disambiguation of previous report. This report is for one unknown migrated screw from an unknown lot.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on an unknown date, a dynamic locking screw (dls) migrated intra-operatively. After the migration it was discovered that the plate had broken. Additionally, a dls screw was broken during removal of the construct. This is report 3 of 3 for complaint (B)(4). This part is for the aforementioned screw that had migrated, the part number for which is unknown.

Manufacturer narrative:
X-ray dates - preoperatively taken on (B)(6) 2013 and postoperatively taken on (B)(6) 2012.